Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment. The imaging system would not dock. X would travel too far towards generator on return. Invalidating home was unsuccessful. Divots were noted in front of the cover. Replaced the x stage cover and then invalidated home. The system then docked successfully. The system passed mechanical tests, imaging tests, and safety inspection upon completion of the system check-out.

Event description:
A medtronic representative reported that the imaging system would not dock. There was no patient present when this issue was identified.